Event description:
The advocate alleged the customer performed control tests using his contour meter and received results of 47 and 43 mg/dl. The normal control range was around 99-136 mg/dl. No adverse events were alleged. The advocate did not have the test strips with her at the time of the call, so further troubleshooting was not possible. No product will be returned for eval.